Event description:
During surgery for rv-pa conduit change, blade from sarns sternal saw came off and caused a superficial tear on the patient's conduit requiring one suture. Scrub rn reports blade was tested to ensure blade was locked. Per md, there may be a problem with the device. The blade is disposable. The saw is reusable.